Event description:
It was reported by a nurse that the intraocular lens was explanted without complication, due to the patient's dissatisfaction with their visual acuity.

Event description:
A customer's mother reported that the night before the medical episode occurred, customer obtained a glucose reading of 243 mg/dl that he thought was higher than he felt and self-dosed with insulin based on that reading, which resulted in hypoglycemic episode next morning. The customer reportedly lost consciousness and was given glucose and some apple juice by his mother before paramedics arrived. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The lens was received cut in pieces across the optic precluding measuring the diopter. Information received shows the 18.0 diopter lens was replaced with a 15.0 diopter lens at the request of the patient. Our investigation reasonably suggests, this adverse event is not manufacturing related. The lens met all manufacturing specifications prior to release.

Manufacturer narrative:
The returned intraocular lens was received and will be measured for diopter. The lens met all manufacturing specifications prior to release.